Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a slight burning in their urethra when urinating. A second call from the consumer indicated they were having a burning sensation in their private parts and was encountering the unable to provide desired setting message. The consumer was assisted with changing from left side stimulation to right side stimulation and the burning sensation resolved, but the patient encounters the error message at 5.9 on the right side. An additional call regarding the patient determined that the patient has urgency every time they stand and only voids out small amounts "3-4 ounces" and the patient was experiencing cramping the night prior to the call. A follow-up call with the patient determined that the patient was not voiding much "3-4 ounces instead of the usual 8-10 ounces." The patient was again experiencing leg cramps again. A final call from the consumer indicated that they expected therapy to be better, but there were some areas where the patient has noticed some good improvement. The patient reportedly goes a lot during the day. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review of the file determined that the patient reported that the issue of cramp had been an issue which started prior to the trial period. If information is provided in the future, a supplemental report will be issued.